Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that upon bootup, the cardiosave intra-aortic balloon pump (iabp) unit was giving an error code 11. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information:(B)(4). A getinge field service engineer (fse) evaluated and replaced front end board as per service manual. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Unit returned to customer for clinical use. The failure analysis and testing department received the following parts frond end board. This part was received with a reported unit failure message of error code 67& 107. Performed visual inspection of this part received and part looks to be in good condition. Installed the front-end board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of error codes 67 & 107. The failure analysis and testing department did not observe error code 67 & 107 while pumping the unit. Also, the fat dept. Did not see error code in fault logs. Front end board passed testing. Sending board to the supplier for analysis as per procedure 0002-07-d008 rev ap. The failure analysis and testing dept. Received pcb, front end, rohs from the supplier. The supplier performed an in circuit test , which all tests passed. The supplier did not replicate failure codes 67 and 107. The board passed testing. The failure analysis and testing dept. Installed pcb, front end, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that upon bootup, the cardiosave intra-aortic balloon pump (iabp) unit was giving an error code 11. There was no patient harm.